Event description:
It was reported that the ilet display became fuzzy and unresponsive, preventing operation of the device, while blood glucose remained unaffected. Symptoms included no clinical effects. Outcomes included no patient impact or change in therapy. Investigation included remote troubleshooting and device replacement logistics. Investigation of the returned device revealed a display or user interface malfunction consistent with a hardware screen issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance